Manufacturer narrative:
(B)(4): host tissue. Device evaluation summary - x-ray demonstrated ring intact. Heavy host tissue was observed around the ring. Two calcification nodules were observed on the host tissue. Incidental findings - the ring had multiple sutures which remained attached and one cloth tear. Manufacturer narrative - the reported regurgitation could not be confirmed through device evaluation. Host tissue/pannus growth is a complex process triggered by the interaction between the host and the device and is highly variable among patients. Literature defines pannus as a type of scarring and tissue ingrowth. It is not currently possible to predict the occurrence and severity for any given patient with a bioprosthetic heart valve. A certain degree of host tissue growth is expected. However, abnormal or severe pannus growth can eventually affect the function of the valve. According to literature, pannus typically occurs between 12 months to 5 years. Since the mechanism of host tissue growth in bioprosthetic heart valves is still not fully understood, the root cause for the host tissue growth for this particular valve cannot be determined at this time. The device history record review was completed and confirms that this device passed all manufacturing and sterilization inspections. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, edwards received information that a 30mm mitral annuloplasty ring, implanted three years, three months was explanted due to severe mitral valve regurgitation secondary to dehiscence. Intraoperative inspection of the mitral valve itself showed that the posterior leaflet was actually larger than the anterior leaflet and there was a significant prolapsing of the p2 leaflet. The anterior leaflet was sclerotic and foreshortened. There was dehiscence of the annuloplasty ring from the annulus in the region of a2 to a3. "This caused defect in the subsequent perivalvular leak with a large hold within the anterior leaflet." The explanted device was replaced with a 29mm mitral pericardial valve. The patient tolerated the procedure well, and was transferred to the cardiovascular intensive care unit (ICU) in stable but guarded condition. The patient was found to have paroxysmal atrial fibrillation, and was started on anticoagulation. He was discharged home on post-operative day four (4). The device was returned for evaluation.

Manufacturer narrative:
Further assessment reveled that this adverse event was not a manufacturing related issue. Ring or valve dehiscence may occur early or late. Late dehiscence can occur as a result of successive dilatation of cardiac structures that result from progression of disease or from endocarditis. The instructions for use (IFU) was reviewed and no inadequacies were identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. The complaint trend was assessed and it was found to be in control. No further corrective or preventative actions are required at this time. Trends will continue to be monitored through the use of edwards quality systems and if action is required, appropriate investigation will be performed.